Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, ther reporter contacted animas alleging a blood glucose of 20.00 mmol/l with blurred vision, light headedness, headache, and dizziness. The reporter indicated that the blood glucose was treated with insulin via injections. The reporter indicated that the patient's blood glucose was elevated related to being unable to deliver additional insulin once the maximum delivery limits were hit. There was no indication of a product malfunction related to this complaint. This report is made based on the allegation that the patient experienced hyperglycemia contributed to by reaching the programed maximum delivery limits.